Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2021, a patient underwent endovascular treatment of bilateral common iliac artery aneurysms and right internal iliac artery aneurysm using gore® excluder® aaa endoprostheses, gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. On (B)(6) 2023, a reintervention was performed due to aneurysm enlargement. For type ii endoleak, the inferior mesenteric artery and a lumbar artery were embolized. On (B)(6) 2023, a reintervention was performed due to aneurysm enlargement. For type ii endoleak, the right embolized internal iliac artery was embolized again. A deep circumflex iliac artery was also embolized. On (B)(6) 2024. A reintervention was performed due to aneurysm enlargement. Type iiia endoleak were suspected between the contralateral leg and the iliac branch component and additional two stent grafts implantation for bilateral legs was planned. A digital subtraction angiography showed a retrograde contrast from the median sacral artery and the left l4 lumbar artery. No type iii endoleak was confirmed. However, the physician decided to implant additional stent grafts as the planned to address the type iiia endoleak concern. After two stent grafts were implanted below the flow divider, a digital subtraction angiography revealed only type ii endoleak. The patient tolerated the procedure. The physician stated that he wanted to address the type iiia endoleak concerns. Probably the cause of the aneurysm enlargement was type ii endoleak.